Event description:
It was reported that a merlin.net transmission showed that patient received inappropriate anti tachy pacing therapy for atrial fibrillation with rapid ventricular response. The rhythm was classified as vt. Programming changes were recommended.